Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report. This report is to follow up to medwatch report (B)(4).

Event description:
Medwatch (B)(4) was received via mail on 6-oct-2017. "Doctor was doing a small bowel resection, he was using the voyant across the mesentry. When he released the voyant the seal broke loose and bled. Doctor stopped the bleeding by using 2-0 vicryl suture." Additional information was received via email from administrative assistant on friday 6-oct-2017: "no additional information available at this time."